Event description:
It was reported that the surgeon used the stapler to do the anastomosis and when he shot it, the stapler discharged but it didn't cut the tissue or do the anastomosis. During the surgery, the surgeon found half of the tissue cut and all the staples opened. The case was completed using a competitor's device. There was no consequence to the patient.